Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. While it should be noted that the mitral regurgitation (mr) ultimately remained unchanged as a result of the procedure, the reported patient effects of worsening mr and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology due to a short and restricted posterior leaflet. The reported patient effects of tissue damage and unchanged mr appear to be related to procedural conditions and a result of the slda of the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The second mitraclip (cds (B)(4)) is filed under a separate medwatch report number.

Event description:
This report is being filed because the deployed clip ((B)(4)) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr), grade 3-4, in a patient with a short restricted posterior medial leaflet (pml). The first mitraclip ((clip delivery system (cds) (B)(4))) was implanted in the medial position. A second mitraclip (cds (B)(4)) was implanted laterally. Both implanted clips had good leaflet insertion assessments and were implanted without reported issue. There was no interaction of the clips. During preparation of a third mitraclip, it was noted that the two previously implanted clips had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment). The physician suspects the clips ripped out of the anterior leaflet, causing anterior leaflet tissue damage. To stabilize the slda clips and to reduce mr, a third clip was successfully implanted lateral to the second clip. A fourth mitraclip, cds (B)(4), was unable to grasp the pml due to anatomy. The fourth clip was not implanted and was removed from the patients anatomy without reported issue. The mr remained grade 3-4. The patient was in stable condition. There was no additional information provided.